Event description:
It was reported that the customer experienced a blood glucose (bg) level of 435 mg/dl. The customer alleged that an issue with the pump caused the bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids, and potassium. Customer also underwent a gastric emptying scan (results not provided). System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy. Reportedly, the customer was released on (B)(6) 2019 with no permanent damage.